Manufacturer narrative:
Multiple attempts were made to obtain additional information about this case, and the pt outcome - no information has been made available to date. Related system is functional as per mnav staff who have conducted training and provided surgical coverage since incident. Unable to identify/confirm any system failure.

Event description:
Mnav cass was informed 05/24/07 by or staff of a craniotomy case from the prior week. Cass was informed that the pt was registered, and then dr used the probe and confirmed the registration was accurate. He then left the or to scrub in, when he returned and started the case he used, the stealth probe on the pt to plan his incision and commented the navigation was off. The nurse working in the room asked him if he would like to re-register the pt, to which he allegedly replied no. Cass was told by the or staff that they had suspected the anesthesiologist had leaned on the stealth frame and caused it to move while connecting some pt lines while dr was scrubbing in. Dr continued to use navigation during his surgery. Or staff informed cass that the pt had suffered some paralysis from the surgery, although the extent has not been provided to mnav.